Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the clamp was too flexible, that the surgeon could not pinch with it. In addition the clips were slipping. The surgeon was afraid that they would not hold and that there would be a risk of hemorrhage. The applicator was changed to complete the case and resolve the issue.